Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 200 mg/dl and a correction bolus was delivered to address the bg level. The customer disconnected from the pump and after running, the bg level was over 600 mg/dl. While delivering a correction bolus, an occlusion alarm occurred. The customer changed the cartridge, infusion tubing and site. The customer indicated that the cartridge may have been leaking where the tubing was connected to the cartridge.